Event description:
Caller reported a aviva system 1 blood glucose result of 32.9 mmol/l, aviva system 2 result of 5.4 mmol/l within 10 minutes. Aviva system 2 information not provided. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.